Event description:
Becton-dickinson prepackaged unopened sterile 1ml 25g5/8 latex free syringe with precision glide needle mfg and sold without protective cap on needle. Resulted in occupational injury to hosp healthcare worker. Same hosp has found two other unopened bd 1 ml 25g 5/8 syringe/needle packages completely void of needle and syringe. Bd rep notified of problem. Rptr asks what other quality control issues are associated with this product; sterility.